Event description:
It was reported that; the pt states that she has been having pain in her left hip for the past year. Sometimes the pain shoots from the area of the implant down the left leg into the calf. The implant area occasionally feels warm. The pt states that she cannot lie on her left side more than one half hour. The pt had blood work completed. She states that her doctor advised her that no metal was detected. Update: it was reported that the pt had altr in right hip post primary hip surgery. Based on pt exam, lab, and imaging results dr nessler revised pt's left hip. Cobal serum: 3.6. Chromium serum: 5.9.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specs. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.